Manufacturer narrative:
The device investigation has been completed and the results are as follows: device history record: no DHR was available for review since the device was fabricated per physician's prescription only. Stock product reviewed: no stock product was available for review sine the device was fabricated per physician's prescription only. Returned sample: complaint investigator reviewed the returned parts with production on 9/3/20. The upper tray was returned with the original packaging. The results were summarized below. Roughness - the edge was very smooth. Crack - no major cracks were found. Delamination - layers were intact and did not separated. Discoloration - no discoloration observed. General cleanliness - device was very clean. Investigation results: the returned device was visually inspected and there are no defects or abnormailities noted. Root cause: the root cause cannot be explicitly determined. IFU 9091 rev. 3.0 (comfort bite splint instructions for use) states to use only clear, cool water to wash the devices. IFU provides warning "do not clean or soak in mouthwash or use denture cleaner, hot water, alcohol, hydrogen peroxide. Do not place in direct sunlight." It is possible that reactions could be caused by mouthwash, toothpaste, or soaking material. Per obtained information, it is unclear if the customer followed IFU instructions. It is also unknown if the patient's reaction was related to the patient history.

Manufacturer narrative:
The device has not yet been returned. An investigation will be conducted once the sample has been returned and a supplemental report will be submitted. Weight: asked, but unknown. Date of event: asked, but unknown. Model number: not applicable. Catalog number: not applicable. Lot number: not applicable. Expiration date: not applicable. UDI number: not available.

Event description:
It was reported that a patient experienced an allergic reaction after using a soft night guard (upper). According to the information provided by the doctor, the patient broke out in sores on unknown date throughout the mouth. Upon experiencing the reaction, the patient was advised to stop wearing the device and the sores went away. The patient has history of canker sores in the mouth.